Event description:
Health professional reported a patient injected with 0.2ml juvederm ultra plus xc to the top lip, who immediately presented with 2 nodules, tingling and pain and swelling to the area. Five (5) days later the patient presented with a third nodule, to the right hand side of the top lip. Treatment for the symptoms included massage and keflex. To date there has been no improvement to the patient's adverse symptoms. Further follow up is in progress.

Manufacturer narrative:
(B)(4). Device history report summary: batch number h30l901515 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.